Manufacturer narrative:
A ge service representative performed an on site investigation the pins in the interconnect cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message and the system was down. This resulted in a loss of imaging functionality. This could result in the delay of cancellation of a procedure. There is no report of injury or death associated with this event.